Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a slight twist in the lead body toward the terminal area of the lead; the helix was fully extended and dried blood/tissue was present around the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass helix mechanism testing, noted to most likely have been due to dried blood/tissue in the helix mechanism. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high pacing threshold measurements, decreased intrinsic amplitude measurements, and gradually increased pacing impedance measurements, which were not out of range. A surgical revision was performed. Fluoroscopy was performed which showed tight loops in the lead under the device; therefore, the physician suspected the patient was twiddling the device and lead. The lead was attempted to be repositioned; however, the helix would not retract. The physician was able to retract the helix, and then the lead was explanted and replaced. No additional adverse patient effects were reported.